Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was put through recalibration, and it was found that it was not reading the syringe size (plunger position) at all. The cause of the customer reported problem was the clutch assembly and housing were broken and disconnected from the potentiometer. The motor was performing poorly as well. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the clutch housing, clutch set, and motor, and updated the software and reset configuration to standard.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the syringe position won't calibrate (b1117973). There was no patient involvement.